Event description:
The customer reported that the arterial blood pressure (abp) is intermittently functioning. No patient involvement.

Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.